Event description:
It was reported that during a colorectal procedure, the staples did not form. It is unknown how the procedure was completed. No patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the swing tab unlocked position. It appears that the firing knob was not returned to the original "return knob here" position, causing the first drivers to go up and the staples to fall out. It is important to return the knob to the return knob here position before loading the new reload. For further reloading instructions, please review the instructions for use. The device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.